Manufacturer narrative:
Estimated dates. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat an 80-90% stenosed, heavily tortuous, and heavily calcified lesion in the circumflex artery. The 3.0x33mm rx multi-link 8 balloon expandable stent system (bess) failed to cross due to resistance with the anatomy. Pre-dilatation was performed and a new attempt to cross the bess was made; however, it became stuck on the lesion and had to be removed as a unit with the guide catheter and guide wire. Once outside, it was noted that the stent was deformed. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. It should be noted that the multi-link 8, coronary stent systems instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely the device interacted with the heavily tortuous, heavily calcified, 80-90% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance and material deformation. Further interaction with the challenging anatomy during retraction likely contributed to the reported difficult to remove. There was no damage noted to the stent delivery system during the inspection prior to use or during preparation for use which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.